Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 3006705815-2024-00827. It was reported the patient was experiencing ineffective therapy. Further investigation revealed high impedance on the leads. As a result, surgical intervention was undertaken on (B)(6) 2024 where the leads were replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.